Event description:
The physician was using the retro-construction drill with flipcutter ii within the patient's knee when the tip portion of the flipcutter ii broke off during drilling. The flipcutter was withdrawn and the physician used a grasper to retrieve the entire broken off piece. The patient was not harmed.